Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a reservoir leak. Customer's blood glucose level was 206 mg/dl. Customer noticed the issue after the motor error. Customer stated that the location of the leak is the 2nd o-ring. Customer was advised against tilting the plunge during the filling process as this can force a leak path. Customer will be sent replacement reservoirs. Customer refuses to discontinue use of the pump. Customer stated that the pump seems to be working fine for her. Customer also stated that she will continue using the pump that alarmed motor error at this time. No further assistance needed.